Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identify: one smooth opening crease. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening in the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.